Event description:
One endeavor sprint drug eluting stent was implanted in the rca during the index procedure. It is reported that the patient suffered chest pain and restenosis approximately 2.5 months post index procedure and required pci target vessel revascularization. Investigator indicated that the event was related to the study stent. It is reported that approximately 3 months post index procedure, the patient required a target vessel revascularization. CABG was carried out and restenosis was confirmed. It is reported that the patient recovered. It is reported that the patient suffered a stroke approximately 32 months post the index procedure, craniotomy for removal of hematoma was performed, the patient expired 8 days later. Cause of death was reported as cerebral hemorrhage. Investigator indicated that the reported patient death was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, stroke and tvr).